Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had partially dislodged at the time of implant and again at device replacement which was confirmed by x-ray which showed the lead curled up and partially dislodged. The patient had developed under-sensing and because the patient was diagnosed with sinus bradycardia the under-sensing was avoided by pacing above the bradycardia. The ra lead was electively capped and replaced at the next device change as the patient had developed atrial high rates under-sensing . No patient complications have been reported as a result of this event.